Event description:
The surgeon implanted the micl12.6 implantable collamer lens on (B)(6) 2012 and the lens was exchanged for smaller length on (B)(6) 2012. The reporter stated there was a calculation error while determining the lens size for the initial surgery that resulted in excessive vault. Patient is doing fine since the exchange.

Manufacturer narrative:
(B)(4): evaluation:results:visual inspection of the returned product showed the lens was returned in liquid and there was no visible damage observed. (B)(4).